Event description:
A healthcare worker reported whitening of the index fingers without pain while removing loads after a completed cycle. The worker rinsed the contact areas under running water and did not seek medical attention. The symptoms resolved within one day. The vaporizer plate was in place.